Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency department after receiving a vibratory alert. The patient received inappropriate therapy as supraventricular tachycardia - svt was binned in ventricular fibrillation ¿ vf zone. Interrogation of the implantable cardioverter defibrillator revealed high voltage lead impedance was out of range in (B)(6) 2018. Therapy hvli were within normal range and when interrogated in the emergency department it was within normal range. All other electrical measurements were stable. The patient was in stable condition. No intervention was performed.